Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3. Analysis was performed on [product ID: 97755, serial/lot #:(B)(6). Analysis found that there was a recharge antenna failure, stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) states they are having issues with paddle and controller. Pt states the paddle gets very hot on the cord and the patient programmer got hot last night as well. Pt states they only see "no device found" for the icons. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received. It was reported that the pt got the replacement rtm and immediately got code "rm04". Pt kept using the rtm, but the rtm cord was now "frayed"; part where coil and cord meet coming loose. The manufacturer representative (rep) stated that the "seal was kind of exposed." An email was sent to repair to replace the rtm. No symptoms were reported.